Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmissions, it was noted that the lead exhibited noise reversions. No intervention was performed. The patient was in stable condition and will be continue to be monitored.